Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on comfort care the past several months in an assisted living facility. The daughter of the patient called after the patient had two falls resulting in severe brain bleed. Patient was not expected to recover and the daughter decided to proceed with disconnecting lvad. The patient will be cremated and the pump will not be explanted.